Event description:
During the pfa procedure, when the sheath was introduced, the guide wire dissected the femoral vein. A vascular surgeon was called but the dissection was ultimately minor in severity and did not require any intervention. The patient was stable. The 0.032 guide wire from the swartz introducer kinked at the point of venous insertion. The guide wire was used despite recommending upgrading to the 0.035 as per the IFU.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.